Event description:
In 2007, the lay patient contacted lifescan alleging that her one touch ultra 2 meter displayed the error 1 message. The patient said one touch ultra meter first stopped working and displayed the error 1 message six days earlier. The patient said she normally takes 10 units of 70/30 insulin each am and pm, however, she described herself as "a brittle diabetic" who has to adjust her insulin. She was unable to describe specifically how she has to adjust her insulin, though she said she depends on her meter readings. The patient said she "guessed at" how much insulin to take that day and the following day. One day later, she took 10 units of 70/30 insulin in the morning and ate breakfast. At 9:30 am she went to the doctor because she was dizzy and had a headache. A result of 530 mg/dl was obtained on the doctor's device. The doctor gave the patient additional 70/30 insulin; the patient did not know the dose given. The doctor also told the patient to get her meter replaced. The lfs customer care advocate (cca) was unable to resolve the error 1 issue. The error 1 message indicates a problem with the meter, per the owner's manual. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and guessed at how much insulin to take. She claims she later experienced symptoms and a hyperglycemic reading on her doctor's meter and received treatment with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.